Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value in range of 400 mg/dl to 600 mg/dl. Customer's blood glucose value at the time of incident: 502 mg/dl. Customer's current blood glucose value was 525 mg/dl. The customer was treated with manual injection and insulin pump for high blood glucose levels. Customer did not alleged that the insulin pump was under delivering. Troubleshooting was performed and the product is not expected to be returned for analysis.